Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. A review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 980 ml during therapy initiated on (B)(6) 2012 21:44:15, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. Review of the event log revealed the cycle 5 drain was completed on (B)(6) 12 at 05:54 and the user's actual drain volume during cycle 5 was 2240 ml. The actual drain volume of 2240 ml is 160% of largest prescribed fill volume (lpfv) of 1400 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 21:44:15. During night drain cycle five, the patient's ultrafiltration reading was 980ml, indicating the home patient (hp) drained 840ml more than their maximum programmed fill volume of 1400ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned to baxter and is currently in the process of being evaluated. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.